Event description:
It was reported that suture placement of the proglide device was attempted in the right common femoral artery using the preclose technique prior to a valve prosthesis implant. The arteriotomy was 6 fr. Reportedly, during needle deployment the suture "ruptured". Additional 3 devices were attempted with the same result. A fifth proglide was ultimately deployed and the sutures set aside. The arteriotomy was upsized to 16 fr to perform the index procedure. At the end of the procedure hemostasis was achieved with the deployed sutures. There was no adverse patient effect. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other 3 proglide devices are being filed under separate medwatch report numbers.